Event description:
It was reported that the customer had to go to the emergency room due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was 600+ mg/dl. Caller stated that the customer's infusion set cannula was bent when it was removed. Caller also stated that the customer was treated and released. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2012-86462.